Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed no ts or suture remain on the delivery needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Visual assessment of sample (b) showed t1 is missing delivery needle and has been broken free from the suture, t2 remains in its customary position on the delivery needle. The needle is soiled with human matter indicating the device was attempted to be used. The suture knot that secures t1 to the suture is intact further indicating that t1 was broken free from the suture. The actuator is in its t2 pre-deployment positon confirming a trigger advancement. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as a result of the test. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery the device was not working. It is unknown if there was a backup device available or if there was a delay.